Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found the reported issue was not confirmable using artemis. However, 3-0f, c-06, m-18 and m-11 error pattern were logged. M-1c errors also found. Visual inspection no issues which may relate to the reported event. However, deep scratch noted on top of front bezel; cosmetic defects will require rework. Fa inspection was able to replicate the reported event; unit tested on system, socket grip on all ports noted as loose. Energy operations performed successfully via all ports, but bipolar recognition easily broken with very slight force on energy cables. No errors in erbe logs. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, vessel sealer instrument was not recognized. Intuitive surgical, inc. (Isi) technical support engineer (tse) troubleshooting first involved confirming the issue by having the site try the device in both ports on the erbe generator, and the site reported that it felt loose in both ports and that the issue had been ongoing. No error logs were available. The procedure was completing as planned with no reported injury.